Event description:
During a check-out procedure at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device was not in patient use. The device's active exhalation control module was replaced to address the issue.